Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR report #: 6000089-2007-01533. It was reported that 791 days following a coronary artery drug eluting stenting treatment procedure, the pt expired. At the time of the index procedure, the pt was admitted for cardiac catheterization due to a positive stress test which demonstrated recurrent inferior ischemia. Target lesion one was identified as 90% post angioplasty restenosis of the om1 (1st obtuse marginal) measuring 2.75x32mm with mild tortuosity. Target lesion one was treated with predilation and placement of a 2.75x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Target lesion two was a 90% stenosed de novo lesion of om1 measuring 3.0x28mm with mild tortuosity. Target lesion two was treated with predilation and placement of a 3.0x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. During the two year follow-up, the coordinator found that the pt had expired 791 days following the index procedure via a social security death index search. Cause of death was reported as unk. No autopsy was performed. No additional information regarding the pt's death was provided.